Event description:
A surgeon present during a vns implantation case reported that the operation was unusually difficult from the technical perspective and consumed over two hours operative time. It was reported that the patient had a short fat neck, lots of oozing, etc. Also she had repeated episodes of hypotension with no apparent explanation. The patient was kept in the hospital overnight and is in good condition. The cause of the problem was never clear but it was not related to manipulation of the vagus nerve or to the vns in any way. Somehow she just did not seem to ¿like¿ the anesthetic. The anesthesiologists gave various meds and made some alterations in things they control to stabilize their blood pressure. The patient's blood pressure was in the 50's briefly. The patient did well after surgery ¿ no further problems.

Manufacturer narrative:
.

Manufacturer narrative:
Type of device, corrected data: the initial report inadvertently listed the type of device name incorrectly.